Event description:
Pt implanted with 2-level prodisc-l at l4-l5 and l5-s1 experienced complex regional pain syndrome. Reportedly, medication and sympathetic blocks were prescribed and pain has persisted. This is one of the reports submitted on this event.

Manufacturer narrative:
Additional info has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot # provided. Synthes is unable to determine mfg date without a lot#.